Event description:
It was reported by service report that the pt right siderail would not lock in the upright position. The top rail was also broken and there were sharp edges. No pt involvement or adverse consequences are reported.